Manufacturer narrative:
The device was not returned for evaluation. A follow up report will be filed upon completion of the evaluation. (B)(4).

Event description:
Haemonetics received a complaint on (B)(6) 2012, for an orthopat device with the description "no spill bag attached- potential spill" no patient / operator injury associated.